Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed, and the outer insulation was breached due to environmental stress cracking (esc). It was also noted that the proximal conductor had blood/body fluid (not obstructed), the inner insulation had cosmetic esc, the outer insulation had cosmetic esc, and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Based on additional information received clarifying the event circumstances, MDR report 2649622-2011-07064 is redacted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed, and the outer insulation was breached due to environmental stress cracking (esc). It was also noted that the proximal conductor had blood/body fluid (not obstructed), the inner insulation had cosmetic esc, the outer insulation had cosmetic esc, and the outer insulation had a cosmetic depression.

Event description:
It was reported that there was noise on the atrial lead. The physician also stated there was an insulation break on the atrial lead. The atrial lead was cut and capped, with the cut portion returned. Also reported were high left ventricular(lv) lead thresholds. The lead's status is unknown. No patient complications were reported as a result of this event.

Event description:
It was reported that there was noise on the atrial lead. The physician also stated there was an insulation break on the atrial lead. The atrial lead was cut and capped, with the cut portion returned. No patient complications were reported as a result of this event.